Event description:
During remote follow-up, inappropriate mode switching resulting in high output mode was observed on the device. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.